Event description:
It was reported that the patient expired on (B)(6) 2010. The electrograms were retrieved and reviewed. Review of the egms showed variable r-waves. The device detected some vf, delivered atp and appropriate shocks. However, intermmittent undersensing was observed. The egms showed drop outs and bi-v pacing through the patient's vt. It was noted that no induction testing was performed at time of implant due to patient in chronic af.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Additional investigation indicates there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.